Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the instrument could not be opened after firing. The manual release button did not function. The surgeon tried to open the device by pulling the handles and the manual release button and after a few times the instrument could be opened. As the device was pulled off, the vessel bleeding occurred. The bleeding was stopped by converting to open. A blood transfusion was required, but it is not known how much blood was given to the patient. Post-operatively during the night the patient died of a heart attack.

Manufacturer narrative:
(B) (4). The analysis found that the ec60 device was received in good visual condition and with a green cartridge reload present. The cartridge was received fully fired. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process. No other complaints have been reported to date with this manufacturing batch number.

Manufacturer narrative:
(B)(4). Additional analysis testing was performed. Review of the volume reconstructed CT scans, showed no indications that the device did not or would not function properly. The test skins fired post operatively and showed normal b-shaped staple formation. The test fired line on the cardboard box showed some staple crown deformation that would be expected when firing across heavy cardboard. It should be noted that this is not our standard test media for ees inspection of these devices. Finally the distal end of the device appeared fully functional. The optical examination on the anvil surfaces showed the surface to be typical of a properly manufactured anvil. There were no significant imperfections that would have prevented proper staple form or indicate that the endocutter clamped on a hard object that would have damaged the anvil during surgery. However, the anvil is made from a (B)(4) and if the device was clamped on a softer clip or staple there would likely be no damage to the anvil. The only way to examine to see if a foreign object was clamped in the anvil would be to disassemble the instrument and analyze the surface with a scanning electron microscope (sem).